Event description:
The reporter did not state the reason for the return of the personal alarm ii model 8203. There was no pt contact or injury reported. Inspection shows that the alarm had damage which could potentially cause the alarm not to work. Note: this model has been discontinued by the j.t. Posey company as of 06/2004.

Manufacturer narrative:
Eval results - (other) the alarm's battery door is damaged, there is not fail safe function. The unit cycles thru voice one time regardless of use of magnet. No response thereafter. No buttons are functioning on the alarm.